Event description:
The bench technician found no audio on the mx40 device. There was no patient involvement and no report of patient injury or harm. The device was not in patient use when the issue was found at bench.